Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal right coronary artery (drca) with mild calcification, mild tortuosity and 90% stenosis. The 2x12.00 mm mini trek balloon was being used for pre-dilatation when a rupture occurred in 10 seconds in the first inflation at 8 atmospheres. A non-abbott balloon was used to complete the procedure. There was not resistance met during advancement and removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.